Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that a fracture occurred in the body of the implant at dental position #36. The patient and the surgeon agreed that the apical portion should remain in situ as its removal would require the elimination of a significant amount of alveolar bone.